Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that there was difficulty charging and the ins was taking too long to charge. The patient said it took them 2 hours to get 60% charge. The patient said the ins was 100% charged now and it took them 'half the night'. The patient stated sometimes they get excellent charging, other times they get good, and other times they see "charge interrupted". The patient said if they breathe the charging quality changes to charge interrupted. The patient said they put the recharger over the ins and lays on a pillow on their back. The patient stated their back hurts when they lay on the floor. The patient also reported a burning sensation when ins was charging. The patient said their scars are not healed and 'stuff seeps out' and 'it actually hurts to charge that way'; there was pain and oozing at the ins site, especially when charging. The patient also stated 'I think it shut off and said please call the manufacturer right away'. The patient stated they tried taking the controller battery out and putting it back in and the charging speed and temperature were set at 4. On the call, the patient reported the charging quality was excellent. The patient told the rep that they would contact them later that week to set up a time to meet. No further complications were reported/anticipated.